Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient¿s mother reported suspected charging pad issue, but it was due to incorrect placement (use error). Device charged normally after correction. Patient's reported blood glucose (bg) was 292 mg/dl at the time but later came down. No further issues reported on follow-up. The patient did not have any symptoms during the event, and no medical intervention required.